Event description:
No additional information provided.

Manufacturer narrative:
Since no sample was available for return and no pictures were retained, the defect reported by the customer could not be confirmed.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml saline fill china sp had foreign matter. The following information was provided by the initial reporter: the nurse prepared to lock the catheter for the patient. Upon opening the pre-filled catheter lock solution package, she discovered foreign matter inside the lock solution.